Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for a "service required" code related to the battery. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" code related to the battery. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.